Event description:
Removal of endosseous dental implant due to unsuccessful osseointegration. Bone grafting was performed.

Manufacturer narrative:
Bone loss and infection were observed by the doctor. Doctor provided x-rays pictures that show lack of bone at the implantation site. Based on x-ray, visual inspection result and DHR review result, the returned product has been found to be within specification. Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant systems. In addition, failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.